Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels; no bg values were provided. Customer alleged that the pump was not functioning properly. Customer declined to troubleshoot with tandem technical support or provide any additional details. Reportedly, the customer reverted to an alternate pump for insulin therapy.